Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery life of this pacemaker had nine years remaining a year ago but now the device longevity status was at two and half years remaining. The battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Furthermore, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery life of this pacemaker had nine years remaining a year ago but now the device longevity status was at two and half years remaining. The battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Furthermore, the device was explanted. No additional adverse patient effects were reported.